Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling stimulation in their stomach and that its suppose to go down their back and legs. The patient had not made any adjustments and did not know what a patient programmer was/didn't think they had one. It was noted that the patient was feeling pain in their back by the ins site. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the cause of the feeling stimulation in the stomach area and the cause of the back pain was unknown. The issue was resolved after reprogramming the stimulation with the manufacturer representative. There were no further complications reported/anticipated.